Event description:
This report summarizes 2 malfunction events where a midwest phoenix would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of two devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customers.